Event description:
A patient reported issues with the unresponsiveness of the touchscreen. There was no adverse impact to the customer's blood glucose level mentioned. The patient declined further follow-up with technical support, and no additional actions were taken. They were in the process of obtaining a new device under warranty.